Event description:
Faradise clinical study (B)(6) , subject ID: (B)(6). It was reported that a faradrive steerable sheath clear during procedure introduced air through the valve the catheter was inside the sheath. To solve it the device was replaced, and the procedure completed without patient complications. There was no visible leak, but the valve was reported as defective. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.